Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderate to severely calcified proximal left anterior descending artery. The physician was unable to cross the target lesion using a 4.0x12mm ion stent delivery system (sds). While withdrawing the sds, the ion stent came into contact with an unknown manufacturer¿s guide catheter. The ion stent was observed as damaged while inside the patient and no attempt to deploy the stent was made. The procedure was completed with another device. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device is combination product. Device code #1059 is related to component code #515. Device code #2524 is related to component code #3038. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).